Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of more than 400 mg/dl. The insulin pump will not be returned for analysis. Customer was wearing the pump at time of hospitalization. Customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.